Event description:
The customer has obtained discordant results on one patient samples for the hemoglobin a1c_3 assay on an advia chemistry 2400 instrument. The patient sample was run twice on the advia 2400 instrument. The result obtained on the patient sample on the advia 2400 instrument was different compared to the result obtained on an alternate platform. All results were reported to the physician(s). There were no reports of adverse health consequences due to the discordant hemoglobin a1c_3 results.

Manufacturer narrative:
A siemens customer service engineer (cse) and a technical assay specialist (tas) were sent to the customer site. The cse and the tas analyzed the instrument, instrument data, and patient results and did not find any instrument or maintenance related issues that could have caused the discordant results on the patient sample. Siemens (B)(4) support center contacted the customer, and was informed that this was an isolated single sample issue. The cause of the discordant hemoglobin a1c_3 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.